Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber tip broke after thirty minutes of use. A second fiber was used to complete the procedure with no clinical consequences to the patient.